Event description:
It was reported that the patient was treated in the emergency room due to elevated blood glucose levels. The patient reported they were active during the day (3 hours of training, helping a friend with a move), then ended the day in a hot sauna. The patient reported feeling ill after the sauna, with blood glucose levels around 7 mmol/l (126 mg/dl). Symptoms reported include vomiting and diarrhea. The patient then visited the emergency room and their blood glucose level rose to 15 mmol/l (270 mg/dl). The patient was treated with intravenous fluid for dehydration, the pod was deactivated and insulin was administered using an insulin pen. The patient was discharged after a few hours, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.